Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h3, h11. Corrected fields: d10, h6 (medical device ¿ problem code).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the cardiosave intra-aoritc balloon pump (iabp) had a batteries stuck in unit. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3,g6, h2, h6 (type of investigation, investigation finding, conclusion), h11. It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) had batteries stuck in the unit. There was no patient involvement. It was also reported that no repair has taken place yet and that the issue was discovered by the customer. Once repairs and evaluations are complete this investigation will be reopened and updated.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, h6. (Type of investigation, investigation findings, component codes). The getinge field service engineer was dispatched and replaced the spring, conical. (B)(4).

Event description:
N/a